Manufacturer narrative:
Updated fields - d10, g4, g7, h2, h3, h6, h10. The medihoney was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch report number: mw5095650. A physician reported severe allergic dermatitis of a patient using medihoney. Patient was prescribed medihoney gel to use as a wound protectant. He then developed a severe allergic contact dermatitis due to the medihoney gel. He had a positive open application test with the product. No reaction to propolis. He is allergic to propylene glycol, fragrances, and tea tree oil, none of which are listed as ingredient on medihoney gel (label says 80% manuka honey, 20% other).